Event description:
It was reported that the patient received inappropriate therapy. A lead fracture was suspected. It was also noted that the patient experienced atrial fibrillation (af). The right ventricular (rv) lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.